Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer, a healthcare provider (hcp, and a manufacturing representative (rep) regarding a patient receiving 2000 mcg/ml of baclofen at 614.3 mcg/day via an implantable pump for intractable spasticity and stroke. It was reported the patient somehow forgot about their refill and ran out of baclofen in their pump. The patient was going through withdrawal at the time of the report, (B)(6) 2020. It was reported the patient began going through withdrawal 2-3 days earlier. The patient was taken to the hospital by ambulance that morning (B)(6) 2020 and the patient was currently being hospitalized. The healthcare provider was trying to combat the withdrawal with oral baclofen. It was later reported by a hcp that the empty reservoir occurred on (B)(6) 2019. The patient had moved and did not have a pump doctor. The patient was given oral baclofen was still in withdrawal. Additional information was received. It was then reported by the rep that the pump was replaced on (B)(6) 2020. No further complications were reported or anticipated.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
The rep reported that the patient¿s weight was unknown. The withdrawal was resolved, and the patient was placed on po baclofen. The patient is doing good with no complications. The rep is not in possession of the device, as the surgeon kept it. There were no further complications reported/anticipated.